Event description:
The customer reported a system error for a codemaster defibrillator. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a system error for a codemaster defibrillator. There was no report of pt involvement. On (B)(6) 2011, the phillips field service engineer evaluated the device and clarified the issue as a pacer failure for an mrx defibrillator. The therapy pca was replaced to resolve the issue.